Event description:
It was reported that the patient experienced a replacement of an artificial urinary sphincter (aus) pump and cuff due to a leak in the cuff and recurring incontinence. A patient outcome was not reported.